Event description:
Zyno medical found that the pump had a flow rate % parameter deviation during preventive maintenance (pm). The pump deviation was recorded at 7%. There was no patient involvement as the issue was discovered during pm.

Manufacturer narrative:
This pump underwent routine maintenance testing where the flow rate offset percent fell outside the acceptable range. Consequently, the pump was recalibrated and passed. This confirmed that the recalibration addressed the issue successfully. A CAPA has been established to investigate this failure mode to determine the root cause.